Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic resulting to peritonitis. The breach was further described as the patient's " inappropriate operation during dialysis". It was not reported if the patient was hospitalized for the event. The treatment for the event was unknown. At the time of this report, pd therapy had been withdrawn and the patient had recovered from the peritonitis. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.